Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that the waveform showed low readings i.e. 23/20(21). Troubleshooting was performed with no success, an attempt to wedge failed, as did an attempt to shoot numbers. It was further indicated that there was no success at wedging or getting an accurate pap/ci/co. The swan was removed. No error messages on the machine and the patient was not treated off any inaccuracies. No patient complications.

Manufacturer narrative:
Follow up from the customer indicated that only packaging was saved. There is no product for return as the device was discarded.